Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm and an aneurysm in the right internal iliac artery. The treatment was performed using gore® excluder® aaa, gore® excluder® iliac branch and gore® viabahn® endoprostheses. It was realized, that after the iliac branch component (ceb) was deployed and the delivery catheter removed, the leading olive remained on the stiff guidewire. The physician used an en snare device to successfully remove the leading olive on the guidewire out of the patient. No unusual force or anatomical characteristics are known that could have contributed to the separation of the olive from the delivery catheter. The implantation was concluded successfully without adverse effects to the patient.

Manufacturer narrative:
The device has been returned to gore for evaluation. The investigation showed that the leading end of the device had pulled off the delivery catheter. No damage was seen on the leading end of the delivery catheter guide wire lumen and the polyimide had a smooth edge. No residue or material from the leading olive bond was seen on the polyimide. The findings from the evaluation are consistent with the physician¿s observations. The device failure mode for the detached leading olive during this event is likely due to a lack of bonding between the leading olive and the delivery catheter. The cause for the lack of bonding for the leading olive was investigated in CAPA.